Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 1). Customer's blood glucose level was not impacted. The customer ended the call prior to loading a new cartridge.